Event description:
It was reported that 2 days following insertion of an iab, the iab pump experienced high pressure alarms. Blood was then seen entering the helium tubing. The pump was immediately stopped and removal of the iab began. During withdrawal of the iab, some difficulty was met. Upon complete removal, a blood clot was seen at the tip. There were no reported patient complications.